Event description:
It was reported that t-wave oversensing (twos) was observed on the right ventricular (rv) lead during device interrogation. The rv sensitivity was adjusted on the device and the twos was removed. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d224trk, implantable cardioverter defibrillator, (B)(6) 2010. A 407652, implantable pacing lead, (B)(6) 2005. A 5071-53, implantable pacing lead, (B)(6) 2008. (B)(4).